Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having experienced high blood glucose level reported to be 459 mg/dl at the time of incident, which was self-treated with a pump. Due to this, the patient was admitted to the hospital and blood glucose level was at 359 mg/dl, upon admission. Blood glucose level was not coming down due to which, the patient stayed in the hospital for three days. A night before this report, patient's blood glucose level was in 500s mg/dl and at the time of this report, it was at 552 mg/dl. Upon removal of the infusion set from the body, the patient noticed that the cannula was bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.